Event description:
It was reported that a right ventricular lead exhibited pacing inhibition due to noise. This caused the patient to feel dizzy spells. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.